Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube and tube window, a cracked belt clip slot and a stained end cap sticker.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer stated that there was a black circle on the insulin pump's display. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 102 mg/dl at the time of the call. No further information was provided.